Event description:
It was reported that this defibrillator lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Impedance trend review revealed a steady increase over time. During device changeout procedure, for normal battery depletion, the lead was explanted, and a new lead was successfully implanted. Return of the lead is not expected. If the product is received for analysis, this report will be updated with pertinent information, upon completion of analysis.